Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported pre-operatively while preparing for surgery, that a drive shaft was broken. The first drive shaft that the tech grabbed was broken on the end. It is unknown when this occurred, as the set that the equipment belongs to is used by different sales consultants. There were two drive shafts in the set and the back-up shaft was prepped and used during the procedure. The surgery was completed successfully with the back-up device and there was no time delay. There was no surgical/medical intervention. There was no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Criterion tool & die, inc. (Criterion) manufactured the drive shaft ¿ minimum 520mm length ¿ for use with ria (reamer irrigator aspirator) part number 314.743, lot 6718729. The certificate of compliance and the certificate of conformance indicated the lot conformed to the specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues with this lot. A product investigation was completed: further evaluation shows that, during use, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. Per the technique guide, the ria system is intended for use to clear the medullary canal, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. The returned drive shaft was received with the distal tip, which mates with the reamer head, broken off. The diagonal break is located approximately 13.7mm (12.4mm on the low side and 15mm on the high side) distal to the distal transition to the drive shaft helix. The broken tip, approximately 7.8mm, was not returned. The balance of the device shows wear and is in otherwise good condition. Thus, the complaint condition is confirmed but cannot be replicated as the shaft is already broken. A review of the current design drawing was performed. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use when used and maintained as recommended. Therefore, the complaint condition was determined to not be the result of a design deficiency. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm exist and were likely used in this case. Specific details regarding the technique used/application which led to the device failure were not provided, however it is most probable that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the distal tip. The complaint condition is confirmed since the drive shaft was received with the distal tip broken off. The design was found to be sufficient for its intended use when used and maintained as recommended. Specific details regarding the technique used/application which led to the device failure were not provided, however it is most probable that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the distal tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.